Event description:
Implant card for the patient was received noting that the patient received a battery replacement due to battery depletion and a lead break was found during the procedure. The surgeon left the new generator and left the lead to perform a revision at a later time. Additional information was received that a lead revision was performed and replaced. The explanted lead is not available for return due to hospital policy. No additional relevant information has been received to date.